Manufacturer narrative:
Other components include: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8709, lot# l80507, implanted: (B)(6) 2000, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 2000 mcg/ml lioresal at 380 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. On (B)(6) 2016, it was reported that the patient would not eat and was spastic following a replacement due to the previous pump nearing end of life. No fever or itching symptoms reported. The patient was brought to the ER for examination. A catheter access port (cap) aspiration had been attempted, but the cap did not aspirate. The pump and pocket were surgically revised on (B)(6) 2016 and the catheter was found to be kinked in the pocket. As a result, the patient was experiencing withdrawal. The situation was resolved and therapy was resumed following the revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.